Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm with a gore® excluder® aaa endoprostheses. After the proximal part of the trunk-ipsilateral leg endoprosthesis was deployed, the guide wire was cannulated into the contralateral gate and it seemed it was successfully placed into the contralateral gate. The c-arm angle was adjusted to confirm wire cannulation. A contralateral leg endoprosthesis was attempted to be implanted, however the physician noticed this device deployed outside of the contralateral gate. It was suspected that the wire had deviated from the gate during deployment. The physician attempted to pull back the contralateral leg endoprosthesis into the sheath, but it was deployed completely so this device was implanted in the right common iliac artery. The procedure was converted to open repair. The patient tolerated the procedure.